Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found that were relevant to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a hip revision procedure 10 days post-implantation due to aseptic loosening of acetabular cup. During the procedure, all components were removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Unique identifier (UDI) # - ni, initial reporter - ni. Medical product: zimmer head, catalog# 00877503202 lot # 62251950, zimmer stem, catalog# 00811400100 lot # 62251950.

Event description:
Patient underwent a hip revision procedure approximately four days post-implantation due to aseptic loosening of acetabular cup. During the procedure, all components were removed and replaced. No further information has been provided.